Event description:
Breast implants were infected and gram negative bacteria. Causing systemic infection, and making me entirely bed-bound until removal, 3 ER trips: - 1x for severe visual warping; concern for ocular problem - 2x for severe migraines causing stroke symptoms, endless dr's appointments. Symptoms: fatigue - anxiety, dysfunction (memory loss, unable to focus), easily bruising, photosensitivity, swelling around eyes, visual warping, suicidal thoughts, severe migraines with stroke symptoms, recurring yeast infections, feeling of impending death, extreme adrenal fatigue. All symptoms slowly resolving after explant. Nerve tumor found in right breast capsule surrounding implant.